Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred. It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl. Cause was due to occlusions. A manual injection was administered to address. A supply change was performed resolving the occlusion.